Manufacturer narrative:
The pt's age and gender were requested, but to date have not been provided. It was reported that the device will be returned for investigation. To date the device has not been received. A follow up report will be submitted once the lot history is reviewed and the investigation is complete. The additional four devices used in the same procedure were filed under MDR 2032380-2011-00039, 00046, 00047, and 00048. (B)(4).

Event description:
It was reported on (B)(6) 2011, that a pt underwent a refixation shoulder procedure using five speedscrew 5.5 implants. Reportedly the implant didn't work or just one of the two wires were transported. Additionally it was reported on (B)(6) 2011, that the surgeon reverted from an arthroscopic to a mini open approach in order to complete the surgery. The pt was reported as recovering normally after the surgery.